Event description:
It was reported that the customer insulin pump is not working when she is bolusing. The customer's blood glucose is 400 mg/dl. The troubleshooting was performed. The customer stated that she was giving herself manual injections. The customer was advised that the insulin pump will need to be replaced. The patient was advised to revert to back up plan and treat per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has several a47 alarms found in the alarm history file due to corrupted history. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, battery tube threads, minor scratched display window and broken belt clip slot.